Event description:
It was reported that after starting treatment with one unit of polyflux 210h, an external blood leakage from the header was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G3: the aware date is based from the date that the additional information was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot number. The actual sample was provided for investigation. The visual inspection of the product showed the product was contaminated. After disinfection, a leak test of the blood side was performed and a leak was observed. An internal blood leak was verified. The reported condition for external blood leak was not verified. The cause of the internal leak was a cut open string of the bubble which ends on the support ring. This is manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.